Event description:
During a routine shift check by a clinician, the device displayed "status 66" and "cannot dump" messages. Complainant indicated that there was no patient involvement in the reported malfunction.